Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the ins has been "moving around the pocket since implant," and the patient reported that at time it is painful and "sticks out like a lump." The patient was implanted on (B)(6) 2015. The patient's original implanting physician no longer works with the patient's therapy and so the patient was provided with additional contact information to follow-up with a new physician who can assess the ins. The patient was scheduling an appointment while talking with the manufacturer representative. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported that the patient has benign prostate hyperplasia (bph) as determined by a healthcare provider. The patient will be treated for the bph and will be reevaluated at a later date for possible revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.